Event description:
The account alleged that the head section of the bed will not lower.

Manufacturer narrative:
The account switched the head and foot controls at the control box and verified the problem stayed with the control box connection. The account took the control box apart and found the relay for the head section wasn't working. The account replaced the relay to repair the bed.